Manufacturer narrative:
(B)(4). Returned test strips evaluated with defect found; black chemistry observed. Meter not returned for evaluation. The most likely root cause is black chemistry due to improper storage. The complaint is reported by a distributor in germany on behalf of the customer. The product is not cleared or commercialized in the us. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4).

Event description:
Customer name: (B)(6). Customer from (B)(6) reported to the distributor on (B)(6) 2016 the following complaint: the product storage is not specified. The customer opened the vial of strips between the months of (B)(6) 2016. The patient checked his blood glucose with stada gluco result strips and stada gluco result meter (at home). The result was 66 mg/dl - he notices the result was unusually low and it didn't match the way he felt. He didn't introduct adequate therapeutic measures. He went to the pharmacy, where his blood glucose was checked one more time with: - the patient's stada gluco result strips and patient's stada glucose result meter (the measured result was only 0.5 from the otherwise measured value - round about 66 mg/dl instead of 126 mg/dl) - the patient's stada gluco result strips and a new stada glucose result meter (the measured result was only 0.5 from the otherwise measured value - round about 66 mg/dl instead of 126 mg/dl) - new stada gluco result strips and patient's stada gluco result meter (round about 126 mg/dl) according to the pharmacy's statement - fresh, capillary whole blood from fingertip was used, the tests were performed almos simultaneously, no check with control solution was performed. The patient's strips and the new strips from the pharmacy had different batch number. Test strip expiration date is 04/24/2018.